Event description:
It was reported resistance was encountered withdrawing this balloon catheter through the introducer sheath during a subclavian vein angioplasty procedure. Exertion against resistance resulted in a portion of the balloon material detaching and remaining in the pt. Percutaneous retrieval of the detached balloon material utilizing a snare was successful and uneventful. The procedure was successfully completed with this unit. The pt's condition is good. This device is currently being evaluated by the MFR. Upon completion of the engineer's eval, a supplemental medwatch report will be filed under the appropriate sequence number. As a lot number was not provided, a device history search could not be performed. MFR's follow up revealed resistance was encountered removing the balloon catheter through the introducer sheath. Co believes exertion resistance may have contributed to this event. However, co is unable to determine an exact cause for this event. Directions for use state: "caution: if resistance is felt when removing a guidewire through a catheter or if resistance is felt when removing a catheter through an introducer sheath, stop and remove them as a complete unit to prevent damage to the guidewire, catheter or vessel."